Event description:
V tac storm on (B)(6) 2024 in (B)(6) hospital. The first day (B)(6) was shocked by this defibrillator 39 times full voltage. Second day 196 attempts to shock again with some getting through. 3 day 149 attempts to shock again. The treatment in the hospital was inhumane also. My portal describes the whole event. I tried to email it to you, but it wouldn't send. My phone number is (B)(6) if you would like to speak to me.